Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data logs were reviewed, and the placement signal not reliable (psnr) alarm was confirmed on 9/10. It was alarm 1051 that triggered, indicating the reported complication was a dp sensor problem rather than an optical sensor problem (for that reason, the investigated failure mode was different than the reported). This was further supported by the fact that throughout the case, the motor current was stable, the raw optical was stable, but the raw electric sensor was trending down, the placement signal was trending upwards cyclically, and the pump flow was mirroring the placement signal (ps). The central venous pressure (cvp) was also trending down towards the end of the case, but cvp isn't entirely calculated by the optical sensor, there is some reliance on the dp sensor, so this makes sense. Product was returned and it passed electrical resistance testing. It was noted that part of the repositioning sheath was on the cannula. There were no damages noted to the dp sensor; however, the pump was unable to be run. Based on the data logs, the root cause of the placement signal issue was determined to most likely be dp sensor drift. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an rp flex delivered for support of a patient with respiratory failure and viral infection. The pump lost its placement signal. The decision was made to withdraw care, and the patient expired.